Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed a normal device function and there was no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
This pt was taken to the hospital on (B)(6) 2010 with cardiac arrest. The pt was non responsive and was pronounced dead that same day. Should add'l info become available, this event will be updated.